Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button error alarm, time due to blank display. No constant tone alarm noted. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 160 mg/dl an hour after the incident. Customer stated that the insulin pump alarmed button error and there is a fluid under the lcd screen after it has been exposed to moisture. Button error troubleshooting was performed and unable to confirm if the time is advancing due battery has been removed. Customer also reported he went to the hospital for his temporary back up plan the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.